Event description:
It was reported that this implantable pacemaker and this lead were explanted due to a broken probe or insulator. The device was replaced successfully with a (B)(6) product. Outside of the revision, no adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Reference report: mw5152434.